Event description:
It was reported that patient underwent a knee revision approximately four years post-implantation due to the locking bar backing out. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00282 and 0001825034-2024-00283. D10 medical devices: vgxp xp e1 tib brg ll 12x63, catalog#: 195810, lot#: 299050. Vgxp as e1 tib brg lm/rl 10x63, catalog#: 195536, lot#: 393870. G2 foreign source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the locking bar shows wear (nicks /gouges) and surface scratches. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.